Manufacturer narrative:
Based on the results of the investigation, a root cause for the tear in the channel was not determined. Olympus will continue to monitor field performance for this device

Event description:
It was observed during the device investigation that the scope's biopsy channel was leaking due to a tear inside. There was no patient involvement.